Event description:
It was reported that during treatment, in dwell 1, the catheter had a leak. The pt's rn stated that the hole was on the pt's catheter extension set and not the catheter. The pt was administered prophylactic antibiotics and has had no adverse effects. The pt is doing fine and his effluent has remained clear. The sample was disposed of; no sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.